Manufacturer narrative:
Evaluation results for the icp express unit p/n 82-6635; s/n (B)(4): the supplier performed this evaluation. During evaluation it was verified that the lcd was not functional, enclosure was dented at several edges and stained, the side label was stained, and the battery is weak, and would not hold charge. No functional problems noted that would cause intermittent readings or erratic performed by unit. The lcd, enclosure, side panel label and battery were replaced. The cause(s) of the damages could not be fully determined; however, improper unit care and handling by the customer is suspected. Mfg. Date: 03/13/2012. Evaluation results for the microsensor p/n 82-6631; s/n (B)(4): supplier "millar" performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: 1 - two cuts in catheter material 2cm from sensor case. 2 - at the cut site, internal wires exposed and insulation damaged. 3 - fluid residue inside catheter body and connector. 4 - no reading on wires inside connector. 5 - no testing was possible. Mfg. Date: 09/05/2013. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Evaluation results for the icp express cable p/n 82-6636; lot #10-03. Raynham r&d engineering performed this evaluation. During evaluation the icp cable was visually inspected and no mechanical damage was observed. The cable was connected to a test fixture and digital multimeter to examine the electrical continuity and electrical leakage. In addition, the cable was connected to the icp express unit and fogg pressure simulator to examine the memory of the cable. The results are shown in the table below: visual inspection: no discernible damage - it passed. Electrical continuity: pin 1-1: 0.510 ohms - it passed. Pin 2-2: 0.505 ohms - it passed. Pin 3-3: 0.515 ohms - it passed. Pin 4-4: 0.508 ohms - it passed. Electrical leakage: pin 1-2,3,4,5,6,7,8,9,10 ¿ all 0 - it passed. Pin 2-3,4,5,6,7,8,9,10 ¿ all 0 - it passed. Pin 3-4,5,6,7,8,9,10 ¿ all 0 - it passed. Pin 4-5,6,7,8,9,10 ¿ all 0 - it passed. Memory test reference number = (B)(4) - it passed. Manual reference = 50o - it passed. In conclusion, the subject icp express cable is functioning properly in terms of: electrical continuity, electrical leakage, and memory. And there is no visual discernible damage to the cable. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
During monitoring icp on a patient it was reported the changing position of icp express cable and transducer cable altered the measured icp reading. Replacing the icp express and icp express cable did not correct the issue and new transducer was implanted. With new transducer the problem was solved. The hospital wonder if this was due to an error from the tranducer or icp express or icp express cable. (During use on patient) what action was taken/required to manage the problem during the procedure? With same like product. Is it a potential adverse event? Yes. If critical, please explain: the patient was under icp monitoring due to a critical condition.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device is under investigation.